Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that following a pocket revision, this newly implanted cardiac resynchronization therapy defibrillator (crt-d) and chronic left ventricular (lv) lead exhibited high pacing impedance measurements greater than 3,000 ohms. It was suspected the lead was damaged from either the use of electrocautery or the scalpel during the pocket revision. The issue planned to be addressed at a later time. No adverse patient effects were reported.